Event description:
It was reported that at a follow-up appointment, the physician observed an automatic lead safety switch from this right ventricular (rv) lead due to elevated, out-of-range pacing impedance measurements (greater than 3,000 ohms) in the bipolar sensing mode. Provocative maneuvers were performed, which showed stable impedance values in unipolar. Boston scientific technical services (ts) was contacted and recommended further troubleshooting to evaluate the lead integrity. Should any abnormalities be observed, ts recommended considering invasive action or close remote monitoring. The physician is continuing with monitoring in the unipolar configuration. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that at a follow-up appointment, the physician observed an automatic lead safety switch from this right ventricular (rv) lead due to elevated, out-of-range pacing impedance measurements (greater than 3,000 ohms) in the bipolar sensing mode. Provocative maneuvers were performed, which showed stable impedance values in unipolar. Boston scientific technical services (ts) was contacted and recommended further troubleshooting to evaluate the lead integrity. Should any abnormalities be observed, ts recommended considering invasive action or close remote monitoring. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.